Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are inaccuracies in the sensor glucose versus blood glucose readings and that those discrepancies are causing his insulin pump to unnecessarily suspend. The patient's blood glucose at the time of incident was 100 mg/dl, but his sensor glucose read 40 mg/dl and the threshold suspend feature activated. The customer also stated that he's receiving calibration errors; the first second received one after one day, and the second one only lasted a couple hours. Troubleshooting was initiated for the sensor issues, and the sensor glucose versus blood glucose discrepancies and the calibration errors were explained. The two sensors will be returned for analysis and two replacement sensors were shipped to the customer.